Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 10 ml syringe luer-lok¿ tip syringes were found with ¿shading on the plungers and a foreign substance on the stoppers¿ prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation results: one photo and 4 loose 10ml assembled syringes were received by bd canaan and reported to be from batch #6033794 (p/n 301029). The samples were visually evaluated. The syringes were found to have no observed defects. The stoppers of all 4 samples were found to have small amounts of silicone ¿ normal and expected amounts for this product per product specification. The photo provided depicted a stopper with a small amount of silicone ¿ the amount observed is considered normal per product specification. The plunger rod in the photo appears to have some kind of possible discoloration. However, it was not observed in any of the returned samples and could not be confirmed. The plunger rods were transparent. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Bd applies silicone to its syringes under carefully controlled conditions that are monitored for compliance to both bd standards as well as meeting the requirements of the iso standard for syringes ¿ iso 7886-1. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch 6033794 (p/n 301029): manufacturing dates: 02/14/2016 to 02/21/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6033794 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd canaan was not able to duplicate or confirm the customer's indicated failure. Root cause and CAPA not required as no defects were confirmed.